Event description:
The patient had a pericardial effusion without tamponade days after the procedure. The causality was possibly procedure related. The event was not life threatening. There was no medical intervention or permanent impairment. This event was part of a clinical study. On (B)(6), received additional information requested from bwi representative stating that the procedure performed was an atrial fibrillation. The causality of this event was possibly procedure related.

Manufacturer narrative:
The device has been disposed by the customer. (B)(4).